Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-50626.

Event description:
It was reported by the affiliate via email they were doing a shoulder scope and during the case the suction from the shaver did not work , they tried to work around it but had to change all the tubing (outflow and the inflow). Opened up new tubing to complete the procedure. Additional information received via email from the affiliate on 11-6-2017. There was a resulting surgical delay of 4 mins at most. No patient impact.